Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient ended up having the ins and leads taken out. The patient does not know what had happened with the ins or leads. No further information was reported.

Manufacturer narrative:
Concomitant medical products: product ID: 3998, lot# v053142v01, implanted: (B)(6) 2010, product type: lead. Other relevant device(s) are: product ID: 3998, serial/lot #: (B)(4), ubd: 08/21/2011, UDI#: (B)(4). No complaint was reported against the ins. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome. It was reported that around (B)(6) 2019, the patient suddenly started feeling warmth in their shoulder blade where the wire is located. The warmth would then become hot after a couple of minutes and that heat would be felt in their whole back and moved to their abdomen. It was described as feeling like an electric blanket. It was noted this has been felt daily and was occurring every 5-15 minutes. The patient had not turned off the stimulation. It was suggested that they consider turning it off to track whether or not the warmth/heat continues when the ins is turned off. It was reported that the patient was 150-200 pounds (lbs.) At the time of implant, but was now (B)(6) lbs. This has resulted in the patient being able to feel the wires and the ins in their right buttock. The patient had notified their doctor of this issue, and their doctor redirected them to contact a manufacturer representative (rep) to schedule an appointment to have the implanted system checked. The patient was going to contact the rep. No further complications were reported or anticipated.

Manufacturer narrative:
Product ID: 3998, lot# v053142v01, implanted: (B)(6) 2010, product type: lead. Patient codes apply to the lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported they met with their doctor and a manufacturer representative (rep) on (B)(6) 2019. It was confirmed that the burning and heat sensation did not resolve when the ins was turned off but rather continued and became a non-stop sensation. The patient reported they turn the ins off during the day because the pain increased with stimulation on. The patient has been using the stimulation at night. The doctor and the rep were unsure as to what was causing the heat sensation. The doctor was wondering if the lead had moved or if an adhesion had grown onto the "wiring". Once the doctor receives approval through the patient's (B)(6), an x-ray will be done on the spine to check the location of the leads. Based on what they find from the x-ray results, the doctor will decide what the next steps will be. It was also confirmed that the weight loss they experienced since the implant of the device was not due to the device/therapy but rather due to getting sick and being hospitalized and in rehabilitation for 7-7.5 weeks sometime around 2014. No further complications were reported or anticipated.